Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056632r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
The patient reported swelling at his pocket site after the catheter replacement. The patient was taken to surgery on (B)(6) 2014 to explore the swelling. Upon opening the pump pocket, it was discovered that the patient was suffering from a hematoma. The hematoma was cleaned out and tested for infection. No infection was found and the patient¿s pump remained in place and intact. The patient reported feeling better and was stable.

Manufacturer narrative:
Product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient underwent evacuation of hematoma on (B)(6) 2014, subsequent to a surgery on (B)(6) 2014 for catheter reconnection/revision. The health care professional was not able to confirm a catheter replacement and no catheter replacement date was provided. No catheter or catheter segment were left in the patient. The patient recovered without permanent impairment. There was no change in the patient's long term medical condition.

Event description:
The patient had increased spasticity in his legs and underdose symptoms of itching and some rebound spasms. X-rays were done. There was a visible break in the distal segment of the catheter. Catheter replacement was scheduled for (B)(6) 2014. On (B)(6) 2014, it was reported that the catheter was replaced and the patient was receiving adequate therapy following the replacement. The device system was delivering gablofen.